Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer appeared to have an electrical short. It was indicated that the programmer powered on briefly and then powered down with a small puff of smoke coming from power supply. It was also indicated that the handle covers were cracked. It was also indicated that the system fan was noisy and that the display screen had a horizontal line where the cursor did not response to the stylus. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the programmer appeared to have an electrical short as the programmer was smoking due to some burning. The programmer was returned for service. There was no patient involvement.